Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump exposed to ocean water for a short period subsequently became unresponsive, with the wake button not working and no screen response even after charging, consistent with a device key/button malfunction involving the switch component and potential fluid ingress leading to corrosion. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user transitioned to backup therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem consistent with an unresponsive button and failure of the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.